Event description:
"When instrument passed down cannula, a piece came off, surgeon retrieved piece with forcep, but felt it came off the inside of the kii cannula. On inspection of this, I suggested to the theatre manager and surgeon, that it appeared to be a piece of insulation from the lap instrument, they would like this piece inspected by head office (piece is around 0.1 mmx 0.05 mm and blue in color."

Manufacturer narrative:
The incident device has not been returned for evaluation. Upon receiving and evaluating the incident device, a follow-up report will be generated and submitted.